Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint for ¿downstream occlusion (dso) seal damaged¿ was confirmed through visual inspection. Dso seal delaminated, upstream occlusion (uso) seal delaminated, lcd lens cracked, battery compartment corrosion, battery door corrosion. A probable root cause was unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device has a damaged downstream occlusion (dso) sensor. The problem was noted during testing. There was no patient involvement.